Event description:
It was reported that intima-ii y 22gax1.00in prn/ec slm leaked. The following information was provided by the initial reporter: on october 31, 2020, patient was in bed, the heparin cap of the infusion was leaking with the closed intravenous indwroth needle, so she could not continue to use it. If heparin cap is replaced, it can be used normally, resulting in drug waste.

Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 0168642 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device problem code: 1354 FDA patient problem code: 2199

Event description:
It was reported that intima-ii y 22gax1.00in prn/ec slm leaked. The following information was provided by the initial reporter: on (B)(6) 2020, patient was in bed, the heparin cap of the infusion was leaking with the closed intravenous indwroth needle, so she could not continue to use it. If heparin cap is replaced, it can be used normally, resulting in drug waste.